Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented with complaints of chest pain with "deep inspiration". A subsequent check revealed that the right ventricular lead had no capture and poor sensing, and both x-ray and echocardiogram confirmed perforation, without perfusion, of the lead. The lead was repositioned, and remains in use. No further patient complications have been reported as a result of this event.